Event description:
A user facility reported that during a thermage cpt procedure, a burn smell was noticed when a red spot/rash appeared on the patient's face. It was also noted that there was a dent on the tip's membrane. This case was deemed not serious per the medical reviewer. The tip was returned and evaluated where dielectric breakdown was observed.

Manufacturer narrative:
The data logs were reviewed. Based on the evaluation of the data, the handpiece and system performed as expected. Failure to maintain a constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. 298 treatments were done on level 7. Error indicates a recoverable problem that requires operator intervention. If the error occurs during a radiofrequency treatment, the radiofrequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. Based on the evaluation of the data, the system and handpiece performed as expected. The tip was returned and service was able to confirm a burned spot in the middle of the tip surface. The tip passed the flow and leak tests. The tip failed visual inspection for burn and dent in tip surface. The tip passed the thermistor test. Functional testing was not able to be performed due to burn and dielectric breakdown on the tip surface. Service was unable to determine when and how the dent happened. It is unlikely that dents can contribute to related complaint. Tears/holes of the dielectric material, and/or build-up of foreign substance on the dielectric, can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. The thermage user manual instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. According to thermage cpt system technical user¿s manual, redness is a known possible reaction to treatment. Erythema / blanching may occur in mild form and typically resolve within a few hours. However, on rare occasions, erythema has been reported to last longer (up to several weeks). Blanching usually resolves within twenty-four (24) hours. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the dielectric breakdown to the tip membrane most likely caused this event. It is unknown what caused the hole or dent to the tip. All treatment tip visually inspected for any damage or defects during manufacturing and packaging. This damage could occur during handling of the tip. No corrective action is required.